Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past the customer experienced an elevated blood glucose level of over 600 mg/dl. The customer performed troubleshooting, and while going through the fill tubing process no insulin was observed coming from the tubing. The customer completed a complete supply change (cartridge and infusion set) and was able to resume insulin delivery. A bolus and manual injections were administered to address bg level.